Event description:
The customer stated that the insulin pump alarmed motor error during a bolus attempt. Troubleshooting was performed and the insulin pump failed the displacement test. The reported blood glucose reading was 208 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.